Manufacturer narrative:
Update (B)(6) 2023: the most probable root cause was determined to defective mixer valves due to a leaky seal. The mixer valves have been replaced. The device was tested and calibrated by a certified service technician.

Manufacturer narrative:
Service log was provided. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: technical failure (tf) 5507 was triggered during ventilation of a patient. A trial run was performed but the fault could not be reproduced. The mixer valve was replaced as tf 5507 implies that it was leaking/defective or that there was at least an intermittent fault.